Manufacturer narrative:
(B)(4). Batch # unk. Date of event is (B)(6) 2019. Event day was not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a pediatric thoracic procedure, the surgeon did an echocardiogram and found that the clip was scissored where he had applied it. According to the customer the clip did what is was supposed to do and there were no patient consequences, but the surgeon noticed that is was scissored.

Manufacturer narrative:
(B)(4). Date sent: 1/10/2020. Investigation summary: the analysis results found that the lx207 device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed 6 clips as intended. The device was fully functional and conforming. The event described could not be confirmed as the device performed without any difficulties noted. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.